Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where new orders were not crossing, affecting multiple stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis server issues affected multiple stations. A technical support specialist (tss) found that the issue had been caused by a delay in the carefusion coordination engine (cce) sending messages to the es server and delay was due to insufficient memory allocated to the cce database server. The tss worked with the customer to increase the memory allocation, helping to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an issue where new orders were not crossing, affecting multiple stations. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.